Event description:
The device was returned to the service center for a report from the customer contact that the device alarms e322 (I-batt bad 0 calib). This is not a reportable malfunction. However, during verification testing at the service center, smoke was noted coming out from the mechanism assembly when the device was powered on.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospria personnel.